Event description:
Case description: investigation results: name: novopen 5, batch no: kvg0c03. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The memory display was blank and the electronic register could not be reached. Visual examination and functional testing were performed. The memory display was blank. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During test the memory display was blank on all expelled dose sizes. All mechanical functions were normal. The dose accuracy was measured by weighing. The results were found to comply with specifications. The device was disassembled to examine internal parts and a microscopic examination performed. Corrosion on electronic pen parts was observed. Confirmed: the display had turned blank due to corrosion of the electronics, as a liquid has entered the pen. It was not possible to transfer any data to any app when the electronics are not working due to corrosion. It was also not possible to use the dose memory function. The mechanical function of the pen was not affected by the faulty display. The fault was caused by accidental damage during use of the device. Name: novorapid pemfill, batch no: unknown no investigation was possible, because neither sample nor batch number was available. References included: reference type: e2b company number reference ID#: (B)(4) reference notes: since last submission the case has been updated with the following: "malfunction" updated as "no" is non-reportable updated as "no" investigation results updated "final report" ticked, "expected date of fu report" removed and "current location of device" updated in EU/ca tab b,c and d, g (imdrf) codes updated in device addendum tab narrative updated accordingly. Final manufacturer's comment: 11-apr-2025: the suspected device novopen 5 has been returned to novo nordisk for evaluation. No conclusion reached. Upon preliminary examination, device memory dis-play was found to be blank. When tested with new cartridge and needle, device was functioning as per the specifications. After dismantling and upon microscopic examination, corrosion on electronic pen parts observed as liquid has entered the pen. The fault is caused by accidental damage during use of the device. However, observed fault or handling error will not lead to psoas abscess due to hyperglycaemia. Patient's underlying medical history of type 2 diabetes mellitus is a significant risk factor for the development of infections such as psoas abscess. H3 continued: evaluation summary name: novopen 5, batch no: kvg0c03 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The memory display was blank and the electronic register could not be reached. Visual examination and functional testing were performed. The memory display was blank. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During test the memory display was blank on all expelled dose sizes. All mechanical functions were normal. The dose accuracy was measured by weighing. The results were found to comply with specifications. The device was disassembled to examine internal parts and a microscopic examination performed. Corrosion on electronic pen parts was observed. Confirmed: the display had turned blank due to corrosion of the electronics, as a liquid has entered the pen. It was not possible to transfer any data to any app when the electronics are not working due to corrosion. It was also not possible to use the dose memory function. The mechanical function of the pen was not affected by the faulty display. The fault was caused by accidental damage during use of the device.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Psoas muscle abscess (lumbar muscle abscess) [psoas abscess] high blood sugar levels, with blood sugar reaching approximately 20 mmol/l [blood glucose increased] dose memory function of the novopen 5 was no longer displaying [device information output issue] leave the needle attached to the pen [product storage error]. Case description: this serious spontaneous case from china was reported by a consumer as "psoas muscle abscess (lumbar muscle abscess)(psoas abscess)" with an unspecified onset date, "high blood sugar levels, with blood sugar reaching approximately 20 mmol/l(sugar blood level increased)" beginning on (B)(6)2025, "dose memory function of the novopen 5 was no longer displaying(no image display on device)" with an unspecified onset date, "leave the needle attached to the pen(device stored with needle attached)" with an unspecified onset date, and concerned a 39 years old male patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy", novorapid penfill (insulin aspart 100 u/ml) (dose, frequency & route used-12 arbitrary units, tid (before three meals)) from unknown start date for "product used for unknown indication", patient's height: 168 cm patient's weight: 50 kg patient's bmi: 17.71541950. Dosage regimens: novopen 5: novorapid penfill: current condition: type 2 diabetes, decreased immunity, cold historical condition: psoas muscle abscess. Concomitant products included - insulin glargine. On an unknown date 2-3 months ago, patient reported that the dose memory function of the novopen 5 was no longer displaying. The patient had lumbar muscle abscess caused by high blood sugar levels and was currently hospitalized for treatment. On an unknown date in the last half month ((B)(6)2025), patient was found to have high blood sugar (blood glucose), with blood sugar reaching approximately 20 mmol/l. The patient was currently still hospitalized, and blood sugar (blood glucose) had been controlled at around 10 mmol/l after meals the customer believed it was related to the lack of dose memory of novopen 5, as without the memory function. Patient underwent a psoas muscle abscess puncture and drainage surgery on (B)(6)2025. The customer was still using novopen 5, and the injection dose was arranged by the doctor, which was unclear to the customer. Patient leave the needle attached to the pen in between injections and needle resue for 1-2 days. Alternative aetiology: multiple reasons, such as high blood sugar, decreased immunity, cold, and other factors caused the recurrence of the psoas muscle abscess. Batch numbers: novopen 5: kvg0c03 novorapid penfill: requested. Action taken to novopen 5 was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "psoas muscle abscess (lumbar muscle abscess) (psoas abscess)" was recovering/resolving. The outcome for the event "high blood sugar levels, with blood sugar reaching approximately 20 mmol/l (sugar blood level increased)" was recovering/resolving. The outcome for the event "dose memory function of the novopen 5 was no longer displaying (no image display on device)" was not reported. The outcome for the event "leave the needle attached to the pen (device stored with needle attached)" was not reported. References included: reference type: e2b company number reference ID#: (B)(4) reference notes: preliminary manufacturer's comment: (B)(6)2025: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. No conclusion reached. Company comment: psoas abscess is assessed as unlisted event; blood glucose increase is assessed as listed event according to the novo nordisk current ccds in novorapid penfill. Relevant information on medical history, history of trauma or operations, sepsis and in-vestigation results of faulty product are unavailable for complete causality assessment. Patient's underlying medical history of type 2 diabetes mellitus is a significant risk factor for the develop-ment of infections such as psoas abscess. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".